Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system failed to generate a validation code due to the cabinet being offline and not syncing. A technical support specialist advised the customer to contact the information technology it department to investigate and resolve the network issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had network issue and failed to generate a validation code when pulling norco medication, required manual patient registration. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.